Event description:
It was reported that using a femoral artery access approach during a procedure of the distal circumflex artery the balance middleweight (bmw) elite ii guide wire was advanced in the anatomy along with a non-abbott micro catheter. It was noted that resistance was met when attempting to advance the micro catheter to advance the guide wire; the micro catheter could not be removed due to resistance with the guide wire. The two devices were removed as a system from the anatomy without issue. A non-abbott guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: profit 7f jl3.5; other: fine cross gt micro catheter. Evaluation summary: the device was returned and the reported difficult to remove and difficult to position were not confirmed via returned device analysis. Based on the visual, dimensional, and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. In addition, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.